Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg was at end of life as it was no longer connecting to the remote control in order to provide stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg was discarded by medical facility.